Event description:
It was reported that the leads had high impedances post permanent implant procedure. Tried dry/wet wipe but did not resolve the issue. Doctor chose to not replace lead due to already long procedure time and closed up with one remaining impedance.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7111194. UDI: (B)(4).